Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 3, customer reporting one patient with false negative result for antibody screen testing using 0.8% selectogen lot# vs116 exp. 6/19/18 with no prior history at facility. According to customer, pre-surgical sample from (B)(6) female was first tested on provue serial # (B)(4) on (B)(6) 2018: abs screen was reported as negative to clinican. Because surgery was cancelled, a new sample was drawn on (B)(6) 2018 and again tested on provue using selectogen lot # vs123, with both donor cells reacting 1+. Additional testing performed and anti-d was identified. Customer then retested both samples (first sample drawn on (B)(6); and current sample drawn on (B)(6)) and retest on provue using screening cells lot # vs123 and saw positive reactions with both screening cells (1+). Customer further tested both samples on 6/21 using manual gel method and saw negative reactions with screening cells lot # vs116 with both samples and positive reactions with screening cells lot # vs123 and both samples. Issue started on: started (B)(6) 2018; reported 6/22/18. Methodology used: provue/ manual gel. Incubation time (for manual test only): as per IFU. Pattern observed: false neg . Reaction grade obtained: negative . Test repeated: yes. Result obtained by repeating: positive using a different lot # of cells. Method used to repeat: provue/manual. Customer states that qc is acceptable for all reagents. Mts igg gel card lot# 120817001-66 exp. 10/19/18 used in all testing. Screening cells are passing visual inspection. Tsc obtained pertinent complaint information. Screening cells expired . Customer claimed instrument is operating as expected and feels the issue is related to screening cells. Customer is concerned with lack of reactivity for the d antigen and patient's plasma. Tsc recommend customer test screening cells for d antigen. Customer agree to perform troubleshooting steps. Customer wants to know, if site should retest all samples for abs screening. Tsc discuss with customer to contact their medical director on (B)(6) 2018, tsc received and email from customer stating with repeat testing of random samples that were previously tested with screening cells lot # vs116, all reactions were confirmed. Customer satisfied. Tsc discussed with customer the possible variability of antigen on donor cells and lack of reactivity with patient's sample. Customer satisfied with discussion.